Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported a product issue regarding the listed tracheostomy tube. It was reported that the shape of the 15mm connector was oval-shaped instead of circular and was not allowing a proper fit to the ventilator tubing. Additional information regarding the event details has been requested; no additional information has been provided at this time. No adverse health outcomes were provided.

Manufacturer narrative:
An adult tts aire-cuf tracheostomy tube was returned for investigation. The device was returned with an additional tracheostomy tube. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).